Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 1627487-2021-00354. It was reported the patient's drg system was removed. Reportedly, the patient's drg system leads migrated and the patient requested to get the system removed instead of a revision.